Event description:
There was an allegation of questionable na electrode results for 1 patient sample and questionable na electrode and glucose results for 1 patient sample on a cobas 6000 c501 module. Sample 1: the initial na result was 177 mmol/l and the repeated result was 140 mmol/l. The initial glucose result was 43 mg/dl and the repeated result was 102 mg/dl. Sample 2: the initial result was 167 mmol/l and the repeated result was 147 mmol/l. The samples were repeated because the customer questioned the initial results. The repeated results were believed to be correct.

Manufacturer narrative:
The reagent and electrode lot numbers and expiration dates were not provided. The field service representative found the vacuum tube on the nozzle of the rinse arm was torn. He replaced the tubing, which resolved the issue. The investigation determined the service actions resolved the issue.